Manufacturer narrative:
During analysis, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. Based on information obtained, decision is reportable.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.